Event description:
Advancing the crosser reconalization catheter thru a total chronic occlusion of the popliteal artery it became embedded into the occluded area. When the catheter was removed from the artery the distal tip was torn from the catheter and remained in the occluded tissue.